Manufacturer narrative:
This report is filed january 19th, 2015.

Manufacturer narrative:
(B)(4). Device is currently unavailable.

Event description:
Per the clinic, the patient was treated with oral antibiotics (date and duration not reported) subsequent to sustaining a head trauma (date not reported) which resulted in swelling behind the patient's ear. Treatment was unsuccessful and the device was explanted on (B)(6) 2014. The device has not been made available for analysis as of the date of this report, (B)(4) 2014.